Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - the article was written by omar k. Alnachoukati, keith berend, mike kolczun, roger emerson, adolf lombardi, david mauerhan, and john barrington. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00586 / 00587). Remains implanted.

Event description:
Information was received based on review of raw data spreadsheets and journal article abstract titled, "multi-center study of 825 phase iii oxford medial compartmental arthroplasty knees: an average ten-year survival analysis in the united states" which aimed to provide the first long-term survivorship, large patient sample size study in the united states looking at the various aspects of the phase iii oxford design while also addressing recent advancements that can help aid the unicompartmental knee arthroplasty process and improve partial knee survivorship. A patient identified in the article that underwent left partial knee arthroplasty reportedly experienced unknown complications approximately eleven years post-implantation. No revision procedure has been reported to date.